Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient. The causes or contributing factors for the non-detachment are unknown.

Event description:
Medtronic received a report that an axium coil could not detach. It was reported that coil embolization was performed for an aneurysm. The coil embolization was carried out using the standard procedure, but detachment could not be achieved with the detacher, leading to an emergency withdrawal. Despite this, detachment could not be accomplished, and the device was deemed to be malfunctioning by the physician and was recovered. The coil was replaced with another company's coil, and the procedure was continued. The physician attempted to detach the coil using the instant detacher 3 times. There was no attempt made to withdraw using another instant detacher. There was 1 attempt made to try and remove the instant detacher manually via the hypotube. All devices were prepared as indicated in the package insert, and no patient complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.